Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3888-45, lot # v575373, implanted: (B)(6) 2010, product type lead; product ID 3888-45, lot # v570217, implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient received assistance from their health care provider or manufacturing representative and their concerns were resolved. The patient stated that the manufacturing representative made a satisfactory adjustment to the settings and all was fine. If additional information is received a follow up report will be submitted.

Event description:
It was reported the patient had a shocking or jolting sensation near the implantable neurostimulator (ins) site that began four days prior to this report. The patient complained of a ¿sharp shocking pain¿ five inches below the ins site on the right side. The shocking occurred when the patient bent in certain situations such as when the they got up from the toilet. When the patient felt the shocking, it felt like a copper wire scratching him. The patient still felt the shocking when stimulation was both on and off. No falls or traumas were reported. The patient had contacted a manufacturing representative a few days prior to this report. In the past the patient had sciatic pain and they stated this was what that pain felt like. The patient had met with a manufacturing representative and they were reprogrammed to get better low back coverage. The manufacturing representative lowered the rate and the patient felt that stimulation was more soothing. The patient was happy with the reprogramming changes. An appointment with a neurologist was scheduled for a few weeks after the report to discuss the patient's increase in sciatic pain shooting down the leg to the feet. The patient did have ¿around 50% reduction in pain¿ although their pain came and went and they did think the ins helped him. The patient did not have any issues with recharging his device. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.